Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual and tactile examination of the hypotube shaft identified a break at 22cm distal to the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Balloon material was reviewed and no issues were noted. There was evidence the balloon was inflated as the balloon was not fully refolded. Bumper tip showed no signs of distal tip damage. A microscopic examination of the blade segments identified no damage on the balde 1. Blade and pad fully bonded onto the balloon. Blade 2 shows approximately 1mm of a distal blade segment was missing (detached). The entire blade pad was intact. Blade 3 shows that the distal blade segment was kinked. The entire blade pad was intact.

Event description:
It was reported that the wolverine balloon was broken/fractured outside of the patient's body. The 85% to 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery (lcx). A 10mmx2.50mm wolverine cb mr, ous, 2.50 x 16mm synergy xd mr ous, 2.75 x 24mm synergy xd mr ous and a 2.50 x 20mm synergy xd mr ous were selected for use. During the procedure, it was tried to deploy two synergy xd stents of size 2.50 x16mm & 2.50 x20mm in the lcx and one synergy xd stent of size 2.75 x24mm in the lad but all the three stents failed to cross the lesion as both the arteries were heavily calcified. Furthermore, one cutting balloon was also tried to be used in the lcx but it got fractured at the proximal shaft of the balloon. Therefore, they were all discarded since none of them could be deployed. The procedure was completed. There were no patient complications, and the patient was stable after the procedure. However, device analysis revealed that the distal blade segment was missing (detached).